Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please clarify, when the "staple line did not form properly" were malformed or unformed staples seen? Or was the staple line incomplete (missing staples)? Were there any patient consequences as a result of the event? If yes, please describe. Response received: staple line incomplete (missing staples). No consequence has happened. Doctor has closed the anastomosis with help of suture.

Event description:
It was reported the during a low anterior resection, the device was used for anastomosis and the staple line did not form properly. Hand anastomosis done to manage the problem during surgery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present; however the knife was noted damaged, this condition is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. No functional test was performed due the condition of knife. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.